Event description:
Caller reported a cartridge alarm 30, which did not occur during the load process, resulting in a "high" blood glucose level for the customer. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require a third party's assistance due to their blood glucose level. Customer service assisted the caller in loading a new cartridge correctly, allowing them to successfully resume insulin therapy, resolving the issue.